Manufacturer narrative:
Serial number: n/a. Software version: n/a. Color: grey. Battery life remaining: n/a. Customer reports: inpen is not recording the exact doses dialed on inpen. Per visual inspection: no physical damage to cap, cartridge holder or inpen was noted. The leadscrew was received 1/4 it's travel, the leadscrew was rewound properly. After leadscrew was rewound dose dial got jammed. Hard to dial more than 1 unit. Several attempts were made to pair inpen, every time app displayed dose doesn't match. The inpen does not pair with commercial mobile app. Unable to perform functional test due to leadscrew anomaly. In conclusion: per dennis berg san diego investigation: destructive testing showed that leadscrew anomaly was caused by a pattern wheel misalignment due to an encoder base bond failure. Encoder base bond failure can cause the encoder to not make electrical connections therefore, missing a count or if there is a short, you may have extra pulses which will cause inaccuracy or inpen not to pair. This can affect insulin delivery. Therefore, the customer complaint of dose log inaccuracies was confirmed due to encoder base bond failure. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that dose log/report data inaccuracy occurred. There was no adverse impact or consequence reported as a result of this event.